Event description:
This is a pt with a history of coronary artery disease. Coronary artery bypass grafting in 1985 and 1994, angioplasty x 3 and a pacemaker. This pt enrolled in a radiation research study to treat in-stent re-stenosis. Pt noted a swelling in the left submandibular area approx 3 mos prior to the date of this event. Pt was newly diagnosed with mantle cell lymphoma involving a limited area in the left neck. The lymph node in this area was surgically removed and the pt underwent chemotherapy with rituxan followed by involved area radiation.